Event description:
The flex ability catheter was removed from package prepped according to protocol. The catheter was connected to sjm cool flow pump and flushed, then it was inserted into patient. When ablate was attempted there was a "false temperature" that was too high. At that point a new catheter was used (lot # not available as the package was discarded). The new catheter worked fine, the pt not affected.